Manufacturer narrative:
Philips service replaced the flexvision monitor, 58'' uhd color lcd monitor sp, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was a loss of image on the flexvision monitor defective monitor replaced on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.